Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. The patient reports their controller would not turn on. The patient reports they had fallen on the floor. The patient was taken to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient had lab work and c-rays administered. The patient in addition to high blood glucose levels was diagnosed with a shoulder blade and pelvis fracture. The patient was treated with intravenous fluids and insulin injections. The patient was discharged from the hospital after 5 days.